Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia overnight after a supply and infusion site change, with the device displaying high glucose and alerts for glucose above 300 mg/dl for over 90 minutes; the user subsequently replaced the infusion set and changed the site, after which glucose trended down. Symptoms included increased thirst without other acute complications. Outcomes included no hospitalization, no medical intervention, no assistance required, and no use of backup therapy or ketone testing. Investigation included troubleshooting with site and set replacement and education on high glucose management. Investigation of this case revealed no abnormality observed with the removed infusion set and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.